Event description:
During a sternotomy for mitral valve replacement, the pin on the blue plug, from a swan-ganz pulmonary artery catheter, was missing. The pin fell out when staff attempted to plug it into the monitor, pin feel into coo plug. New setup obtained, no further incident. No patient harm.